Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on posterior side assessed as fold flaw opening. Other-technical: not observed, particles in the fill channel. Creases/folding of implant: observed, fold creases. Additional observations: wear abrasion is observed. Yellow particles in device inner surface are observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "any creases associated with hole" and "particles in valve". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "any creases associated with hole" and "particles in valve". The device has been explanted.